Event description:
It was reported that the patient's entire pump system was explanted due to infection. Following a pump replacement, the patient had intermittent low grade fevers and developed erythema and edema at the pump pocket incision. The healthcare provider (hcp) did a tap of the pump pocket seroma on (B)(6) 2012, which grew "light (B)(6). The patient took a 6 week course of IV antibiotics and the pump system was explanted on (B)(6) 2012. It was noted that the patient took oral baclofen as well. The patient did require hospitalization due to the event. Patient outcome was not provided. The medication in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter product ID, 8578 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4). Final analysis of the pump found no pump anomaly. Final analysis of the catheter found acceptable testing. The catheter was returned incomplete, in segments. The proximal segment had a non-significant indent in the seal which did not affect infusion.